Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the customer had been working with the hospital information technology and registration departments and that the issues were determined to be on their end. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server had communication issue and pyxis continued to show patients; however, patients who were seen in the ER on that date were not being discharged from the pyxis system. However, there were no delays or adverse events or injuries reported based on this event.